Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited noise episodes. No intervention was made. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. No intervention was made. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the clinic. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and led to pacing inhibition. Programming changes were made. The patient was stable and will continue to be monitored.